Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the first time the pump was placed they ¿did not close the incision right¿ and they had to remove it and put it on his right side. It was also noted ¿(B)(6) of last year¿ the incision did not close and the pump was moved to the right side.

Event description:
It was reported that the patient experienced erosion of the pump at the pump pocket. The patient presented to the emergency room (ER) on the evening of (B)(6) 2015 and the pump had eroded through the patient¿s skin; however, the reporter could not see the pump as it was bandaged. The event was causing the patient discomfort at the pocket. The hcp told the reporter that it did not look like there was an infection at that time but that they may see something different when the patient was to go into surgery on (B)(6) 2015. During the surgery, the pump was moved to the other side of the patient and it was confirmed that there was no infection. The patient required hospitalization for the event. It was indicated that the patient remained hospitalized at the time of the report. The pump was used to deliver baclofen and following the revision the pump was used to deliver lioresal. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. (B)(4).